Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt has been experiencing pain since beginning. Swelling notice since (B)(6) 2011. Pt has a chronic pain problem on his left side. Dr did x-rays, and everything looked ok to them."